Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging that there was a display issue and the display screen could not be safely seen. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
Follow-up #1: date of submission 05/22/2014. Device evaluation: the device has been returned and evaluated by product analysis on 05/14/2014 with the following findings: the display was dim and discolored. Unrelated to the original complaint, the battery compartment was cracked. Also unrelated, the keypad was intact, but all of the buttons were intermittently responsive. Contamination was found under all of the button contacts when the keypad was removed.